Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reports the pod failed to adhere and had become dislodged from the pod infusion site (leg). The patient reports being unable to treat their blood glucose level as they had ran out of pods. The patient reports having a virus as well as hyperglycemia. The patient reports they had gone to the hospital. Medical treatment information was not provided.